Event description:
It was reported that it was needed to remove hardware from patient because the humeral plate broke.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. From the lab analysis conducted during this investigation, it was concluded that the peri-loc 3.5 mm proximal humerus locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material deviations in the locking plate were found during this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical investigation noted that there is insufficient clinical relevant documentation was provided; therefore a thorough medical investigation could not be performed. The duration of time implanted, weight-bearing restrictions, bone quality, callous formation and patient status remain unknown. The patient impact beyond the reported revision and expected post-operative convalescence period cannot be determined. No further medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.